Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed diabetic ketoacidosis (dka). The patient's blood glucose (bg) reached 416 mg/dl. For treatment, the patient was put on a insulin drip and potassium. The patient was given zofran, as well. The patient had ketones of 140. The cannula was bent, while wearing the pod between 4 and 24 hours on the abdomen. The patient was discharged after 7 hours.